Manufacturer narrative:
(B)(4). Method: the complaint rt340 breathing circuit was returned to fisher & paykel healthcare (fph) in (B)(4) and was visually inspected. Results: visual inspection revealed that the evaqua limb of the circuit had been pulled apart at the patient end connector. A lot check could not be performed as a lot number was not provided. Conclusion: based on our visual inspection, the evaqua limb was most likely pulled apart by the user. Although it was reported that this issue was noticed as the circuit was opened, it should be noted that the circuit was returned to us without the packaging, indicating that it had been handled by staff. All rt340 breathing circuits are visually inspected and pressure tested for leaks before releasing for distribution. Any breathing circuit which fails is discarded. In addition, tube weighing and bond strength testing are performed every (B)(4). If any faults are detected the whole batch is placed on hold for investigation. This suggests that the subject breathing circuit was damaged after it was released for distribution. (B)(4). The user instructions that accompany the rt340 adult dual heated evaqua breathing circuit state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Set appropriate ventilator alarms. Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage. Do not stretch or milk the tubing.

Event description:
A hospital in (B)(6) reported via our distributor that they found a leak in the expiratory limb of an rt340 adult evaqua breathing circuit when they opened the circuit kit. This was found prior to patient use.